Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen w/moisture) issue; moisture in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 10-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 04-apr-2018 with the following findings: during investigation, the pump powered on and the display functioned properly. The complaint of a blank display was not duplicated. There was corrosion found in the battery compartment. The battery compartment was cracked alongside of the pump. A leak test revealed leaks at the battery compartment. The pump was opened and no further evidence of moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.